Event description:
A report was received from the registry indicating there was an increase in cardiac enzymes post index procedure; peak ck was <2 times above unl and troponin was 2 times above upper normal level (unl). During the one year follow-up, the patient reported silent ischemia. A coronary angiogram was performed. There was no evidence of myocardial infarction, however, re-pci was performed to an unknown vessel. The event was reported as unrelated to the index procedure and cordis devices.

Manufacturer narrative:
This patient was randomized to the registry for three-vessel disease. A staged procedure was not planned. The indication for the procedure was unstable angina pectoris. The first target lesion extended from the left main (protected) to mid lad to first diagonal branch. The vessel was native coronary artery. Reference vessel diameter was 2.5mm and lesion length was 21mm. Pre-procedure diameter stenosis was 80% and zero percent post procedure. Timi flow pre and post procedure is unknown. The lesion was denovo, and lesion classification was type c. Predilation was performed using a 2.5x20mm balloon at 14 atms. Two cypher select stents were deployed overlapping each other. The first stent was a cypher stent deployed at 5atms. Due to stent under expansion, post dilation was performed using a 3.0x28mm balloon at 18 atms. The second stent was a cypher was deployed at 20 atms. Due to stent under expansion, post dilation was performed using a 3.5x20mm balloon at 17 atms. Ivus was not used. The second target lesion was at the first diagonal branch. The vessel was a native coronary artery. Two cypher stents were deployed, however procedural details for this vessel were not provided. The patient was discharged on 80mg aspirin, 15mg clopidogrel, statins, and beta-blockers. At one of six month follow-up, the patient was asymptomatic and complaint with antiplatelet regimen. The product remains implanted in the patient thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. This is one of four products being reported for the same event. Please reference manufacturing reports #: 9616099-2008-01516, 9616099-2008-01517, 9616099-2008-01518 and 9616099-2008-01519.